Event description:
On 2016-05-31, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid 100mg/ml at 35 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2010, during a pump replacement, the patient hemorrhaged. The patient was given ¿a gas that made the tissue soft down there.¿ the surgeon had to place a drain at both the pump and catheter sites. The situation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.